Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. Date implanted; (B)(6) 1997, (B)(6) 2000, and (B)(6) 2004. Date explanted; unknown, (B)(6) 2000, and (B)(6) 2004. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 1997. Subsequently, patient underwent radical debridements on (B)(6) 1999 and (B)(6) 2000 due to infection. Patient was reimplanted on (B)(6) 2000. It was further reported patient underwent revision procedures on (B)(6) 2000 due to dislocation. Patient underwent a revision on (B)(6) 2004 due to periprosthetic fracture.